Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastrically to the jejunum during an endoscopic ultrasound (eus)-guided gastrojejunostomy procedure using a naja device for small-bowel visualization, performed on (B)(6) 2026. On (B)(6) 2026, the patient was readmitted due to sigmoid volvulus, which the treating physician noted could potentially be related to the prior procedure; however, a computed tomography (CT) scan at that time demonstrated the axios stent to be in the appropriate position. On (B)(6) 2026, a subsequent CT scan performed for an unrelated indication demonstrated loss of communication between the stomach and jejunum, with the axios stent remaining within the gastric wall and evidence of tissue overgrowth around the distal end of the stent. The axios stent was subsequently removed, and no closure was required, as the gastric defect had already begun to heal. The patient later presented with a closed-loop small-bowel obstruction; however, the treating physician was uncertain whether this finding was related to the initial gastrojejunostomy procedure. Note: it was reported that the axios stent was to be implanted during an eus-guided gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be implanted transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf impact code f2301 captures the reportable event of additional intervention performed to remove the stent. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent overgrowth and stent migration. The device was not returned; therefore, a technical analysis could not be performed. Stent overgrowth, stent migration and bowel obstruction are noted within the IFU as a possible adverse event associated with the use of the device. On the other hand, the events of imaging required and additional device required could not be confirmed because happened during the procedure and there is not an objective evidence or descriptive conditions to establish the cause of the reported events. Device technical analysis: the complaint device was not returned for evaluation; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The device was intended to be placed for an eus-guided gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The device is not indicated for placement transgastric to the jejunum. Additionally, stent overgrowth, stent migration and bowel obstruction are noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported events of stent overgrowth, stent migration and bowel obstruction were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.